Manufacturer narrative:
Disruption or loss of data transfer across da pcba to mc pcba ribbon cable may cause the ventilator to detect a communicaiton failure and shut down. Failure investigation will not be performed as this failure is being addressed through a recall.

Event description:
Customer reported that the unit went ventilator inoperative with error code messages of data acquisition (da) pcba adc failed and machine and proximal pressure sensors failed. The customer reported there was no patient involvement.